Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a spinning spiros closed male luer, red cap that the chemolock injector used during compounding detached from syringe after locking click and additional event of spiros disconnected from IV line after locking click was reported. There was a patient involvement but no patient harm.